Manufacturer narrative:
Product complaint #: (B)(4). Batch number: r5825n. Investigation summary: the analysis found that one ec60a device was returned with the closure trigger broken and with one ecr60g cartridge loaded in the device. The cartridge reload was received fully fired. In addition two cartridges were received. The reload (b) was received fully fired. The reload (b) was received fully fired with the pan damaged and detached. No functional test was performed due to the condition of the device. The device was disassembled to verify the internal components and no additional anomalies were noted. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The "damaged" on the device, it is possible that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint were found during the manufacturing process.

Event description:
It was reported that the jaw could not close. During the wedge resection of the lung, could not close the jaw. Another device was used to complete the surgery. There were no adverse consequences to the patient.